Manufacturer narrative:
Follow-up #1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan alleging that their onetouch ultra2 meter would not power on. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on the morning of (B)(6) after dropping the meter in water. The patient manages their diabetes with self-adjusted insulin. The patient reported continuing to take their usual dose of medication in response to the alleged issue, specifically 50mg of lantus in the morning and humalog on a sliding scale. The patient reported developing symptoms of weak, vision problems, legs hurt and chest pains, the patient was unable to confirm when they developed these symptoms. The patient reported going to the emergency room (ER) on (B)(6), where they were treated with IV fluids. The patient reported testing their blood glucose on an ER/hospital meter and obtained results of 711, 712, 629, 550, over 500, 267, 277mg/dl starting from 6:00pm and every hour and a half thereafter. The alleged issue was likely caused by dropping the meter in water. Replacement products were sent to the patient. This complaint is being reported because, the patient developed serious symptoms associated with hyperglycemia and had to receive medical treatment after the alleged issue began.